Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, blood was seen in the helium extender tubing and the console did not generate an alarm or go into standby. The doctor was notified. There was no reported injury to the patient.